Event description:
Pt had been buying colored contacts without a prescription and sleeping in them for years. She came to my office with pain in her eyes. She had massive amounts of neovascularization in both corneas completely covering her central vision. She also had a beginning ulcer. Her immediate infection was treated, but the pt was lost to f/u. She will most likely have resulting vision loss and will never be able to wear contacts again due to the damage.